Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-16804. It was reported that the patient presented in the emergency department (ed) with near syncope and dyspnea. A merlin transmission was attempted without success. The device was unable to be interrogated. The patient stated being non-compliant for routine device follow-ups and noted the device vibrating approximately two years prior to this ed visit. The physician assumed this vibratory alert was for eri. During the generator change-out on a device suspected to be at eos, externalized conductors were observed on the riata lead via x-ray. The device was explanted and replaced. The rv lead was capped and replaced on (B)(6) 2019. The patient was stable throughout the procedure and remained stable post procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 12.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.